Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. The customer did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. Based on similar complaints, the possible root cause of the reported failure could be attributed to a higher durometer tubing which may make the roller clamp difficult for some users to manipulate. A new roller clamp is currently being validated to address this issue. Eval method - actual device not evaluated. Process eval.

Event description:
The customer reported that the roller clamp did not work. This resulted in a pt receiving 500 cc's of saline in a short period of time instead of a few cc's per hour. The customer was not sure of the exact date the event occurred, only that it occurred a few weeks earlier. No harm or injury was reported.